Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional ablation procedure. Reportedly, no suture was found after completing all the steps[cuff miss]. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 16.8f sheath, and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.